Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose level. Customer's blood glucose level at the time of incident was 43 mg/dl. Customer treated low blood glucose level with food. Customer declined troubleshooting. Customer reported sensor issues like calibration not accepted and change sensor alert. The insulin pump will not be returned for analysis.